Event description:
It was reported that the device was given to the sales rep by the user facility with no info. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/18/2007. The analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled, fed and formed one conforming clip; subsequent firings resulted in three short fed issues. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.